Event description:
The incident involved a primary plum set, 15 micron filter in sight chamber. The reporter stated that the patient required noradrenaline vasopressor support 0.2 mcg/kg/minute, but the infusion pump emitted a distal occlusion alarm. The pump was changed, and the alarm continued, so the tubing was changed. The device has not been used more than once. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.